Manufacturer narrative:
The event took place outside of the united states (in (B)(6)). We don't have any details on the explants.

Event description:
The event was a revision surgery due to infection. Additional details (including date and location of primary surgery and explant information) are unknown.